Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient undergoing left hip revision arthroplasty due to fracture of the femoral stem. Implanted products not revised: dynasty® pc shell 50mm group c - product ID: dspcgc50, lot number: 1555466. Cancellous 6.5mm self-tapping bone screw 2.0cm length - product ID: 18080301, lot number: 1640236. Cancellous 6.5mm self-tapping bone screw 1.5cm length - product ID: 18080300, lot number: 1641256.

Manufacturer narrative:
Updated initial reporter information.